Event description:
Crd_1025 - portico valve-in-valve retrospective registry, patient site ID: (B)(6). It was reported that on (B)(6) 2016, an unknown flexnav delivery system was used to implanted a 23mm portico valve without issues. Access routes were closed with angioseal and prostar and 2 sutures (high). On (B)(6) 2016, there was bleeding at the access point from the right groin and clopidogrel treatment was paused. Over the next two days there was swelling and a hematoma in the left groin, and the scrotum became swollen. Pain medication was increased. There was no suspicion of bacterial infection. On (B)(6) 2023, the patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of bleeding at the access point, swelling and a hematoma was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the procedure was uneventful and that there was no allegation of malfunction against the delivery system. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: (B)(6) - portico valve-in-valve retrospective registry, patient site ID: (B)(6). It was reported that on (B)(6) 2016, a 23mm portico valve was implanted using a flexnav delivery system during a valve-in-valve procedure. The portico valve was implanted into a previously implanted 23mm non-abbott valve. The route for the transcatheter aortic valve replacement was the right transfemoral artery. Following the implant of the valve, the tavr access route was closed using an angio-seal closure device. The non-tavr access site on the right side was closed with a prostar closure device. 2 sutures were also placed. On (B)(6) 2016, there was bleeding at the access point from the right groin and clopidogrel treatment was paused. Over the next two days there was swelling and a hematoma in the left groin, and the scrotum became swollen. Pain medication was increased. There was no suspicion of bacterial infection. On 15 april 2016, the patient was discharged. On (B)(6) 2016, the patient passed away due to heart failure.

Event description:
Clinical information: crd_1025 - portico valve-in-valve retrospective registry, patient site ID: eu2115 - 42 (B)(4). It was reported that on (B)(6) 2016, a 23mm portico valve was implanted using a flexnav delivery system during a valve-in-valve procedure. The portico valve was implanted into a previously implanted 23mm non-abbott valve. The route for the transcatheter aortic valve replacement was the right transfemoral artery. Following the implant of the valve, the tavr access route was closed using an angio-seal closure device. The non-tavr access site on the right side was closed with a prostar closure device. 2 sutures were also placed. On (B)(6) 2016, there was bleeding at the access point from the right groin and clopidogrel treatment was paused. Over the next two days there was swelling and a hematoma in the left groin, and the scrotum became swollen. Pain medication was increased. There was no suspicion of bacterial infection. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, the patient passed away due to heart failure. On the label of the 23mm portico valve, the expiration date was listed as 18 february 2017 instead of 19 february 2016.

Manufacturer narrative:
An event of bleeding at the access point, swelling and a hematoma was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the procedure was uneventful and that there was no allegation of malfunction against the delivery system. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 health effect - clinical code: code 1932 removed h6 medical device problem code: code 2993 removed.